Event description:
The patient reported an automated delivery restriction alert which led to high blood glucose (bg) levels and seeking medical attention. The patient reported vomiting, could not keep any food or water down, felt hot and sweaty, dehydrated, and was passing in and out of consciousness. On (B)(6) 2025, an ambulance was called for the patient, and they arrived at the hospital at around 8:30 pm. While at the hospital, a finger prick test was performed showing the hbc1 was over 102 and the patient¿s bg level was up to 43 mmol/l, 774 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The pod was removed by the hospital staff. The patient was admitted to the hospital, and as treatment, the patient was given bags of fluids, two bags of vitamins, insulin via a drip in a sliding scale, as well as anti-nausea and pain relief medication. Once the bg levels were back to normal range (the patient did not provide specific reading) a new pod was applied while still in the hospital, and no further treatment was given. The patient was discharged on (B)(6) 2025, at around 1.30 pm. The patient stated they still feel very weak and is on bed rest to recover.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported medical event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.